Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis. Blood glucose was over 300 mg/dl. The customer stated it was found that the cannula was bent and had hot inserted into the skin. The customer was treated with insulin drip over night and was released the next day with blood glucose in the 200 mg/dl range. The customer is still using the insulin pump and is in the process of getting a new device.